Event description:
A malfunction was reported by the customer, indicated by the error code 16-0x20e6. There was no information provided about any impact on the customer's blood glucose level. The customer attempted to reset the pump, but the issue persisted with another malfunction alert. The device is being returned for further investigation and a replacement pump has been issued to the customer.